Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, and before use in the patient, when the stylet was removed, the stent was pulled off. There was no patient involvement and no clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.